Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The pump was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Product remains implanted

Event description:
This event involved a patient who experienced high power with his/her pump approximately ten months post heartware lvad implantation. The patient was treated with tpa and integrilin. The pump remains implanted. Investigation is on-going for this event.